Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, the left ventricular lead exhibited loss of capture. An x-ray revealed that the lead had dislodged. The lead was programmed off, and the patient was stable.

Event description:
New information reported the lead was removed and replaced on (B)(6) 2019. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.